Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with leakage. It was stated by the consumer ¿during flushing through one of the q-sytes on the "y-leg", the user was hit by blood and liquid from the other q-syte connector. The nurse was flushing with sodium chloride prefilled posiflush. The clamp on the q-syte was open. The nurse is sure that there have been no needle's through the q-syte he is also sure about that the q-syte was tighten.¿ exposure to blood in the mouth of the user, risk of contamination from patients blood.

Manufacturer narrative:
No samples or photographs were returned in support of this complaint. Observations and testing could not be performed because units were not received for investigation of this incident. The defect blowing; as stated as the reported code could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. A DHR review could not be performed as the lot number was not provided. Investigation conclusion: no sample-without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture.

Event description:
It was reported with the use of the bd nexiva closed IV catheter system there was an issue with leakage. It was stated by the consumer ¿during flushing through one of the q-sytes on the "y-leg", the user was hit by blood and liquid from the other q-syte connector. The nurse was flushing with sodium chloride prefilled posiflush. The clamp on the q-syte was open. The nurse is sure that there have been no needle's through the q-syte he is also sure about that the q-syte was tighten.¿ exposure to blood in the mouth of the user, risk of contamination from patients blood.